Event description:
Clinical consultant reported that the facility has noted that "since the implementation of clearlink, which took place in june 0203, the rates of catheter-related sepsis has increased two-fold, especially as it pertained to femoral access devices." Reportedly, the increase in sepsis rates was noted "in the burn unit and ICU." "In performing cultures on these lines, the specific bacteria, which have been consistently cultured, are coagulase-negative staphylococcus and enterococci, specifically e. Coli." Attempts are in progess to obtain additional information. No information is available pertaining to pts, treatment of pts or outcome.